Manufacturer narrative:
Qn#(B)(4). Upon initial triage of the returned sample, it was found that the malfunction was not reportable; thus the initial MDR, submitted on 04/15/2020, was sent in error.

Manufacturer narrative:
(B)(4). Additional information requested. No additional received at the time of this report.

Event description:
It was reported that "it happened during the procedure on the patient, and the catheter did not separate." No patient injury reported.